Event description:
A non health care professional reported that after an loaded the lens into cartridge, as usual. The surgeon then implanted the lens that had scratches on the optic plate in the central area. Subsequently the lens was removed during initial procedure and implanted the unspecified backup with same power. Additional information has received it states that main incision was slightly enlarged. No patient impact was reported. Additional information has received it states that there was no problems with the cartridge, but it is unclear whether the lens was damaged during loading or lens injection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in d.10. Additional information has been provided in h.3., h.4., h.6., and h.11 a sample was not received at the manufacturing site for evaluation for the report of scratched lens by injector therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.